Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy.  The peritonitis was manifested as abdominal pain and cloudy peritoneal dialysis fluids. The cause of the peritonitis was unknown.  The patient was hospitalized the same day for the peritonitis.  Treatment was not reported. Ten days later, the patient had recovered from the event and was discharged from the hospital. Capd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Pt age - the exact date of birth is unknown, however the report stated that the patient was born in (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.